Event description:
It was reported that the pump was not delivering insulin and the customer reverted to an alternative method of insulin therapy. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.